Manufacturer narrative:
The buddy disposable set involved in the incident was not available for investigation. Without investigating the set, a root cause of the reported leak cannot be established. The manufacturing batch records for this lot number were reviewed and no anomalies were identified. A review of past complaints indicates that there have been no other reports related to this lot number. No trend has been identified for this issue. All buddy disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. It was reported that there was no documentation to support hypothermia; no patient harm was reported. Should additional information become available, a supplemental report will be submitted.

Event description:
Belmont medical technologies received user facility report number (B)(4) from the FDA, describing the following event which reportedly occurred on (B)(6)2020: "used the buddy lite to warm fluids (burn patient), loaded the cassette, primed the line, attached it to the patient, and turned it on (ivf [intravenous fluids] not under pressure, just wo). When on, finally noticed fluid leaking. IV locked and fluids locked. After transfer of pt to trauma bed and everything settled down, disconnected the buddy lite from pt, IV was flushed and patent. Buddylite disposable set ref 905-00010p. Tubing was stopped and removed from patient use. IV was flushed without incident and infusion continued. No documentation to support hypothermia. Admitted to ICU and discharged, to follow up with burn clinic."